Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient was at the emergency room and needed an MRI but didn't have any external devices. The agent reviewed possible eos. The caller also stated that the patient planned to have the ins removed and said that the patient could not reckon when they got it, and it had not been working 7 months after they got the ins implanted. The agent provided national answering service (nas) number and documented the reported events.